Event description:
A customer contacted beckman coulter inc., (bec) and reported that the coulter lh 750 hematology analyzer generated discrepant platelet (plt) results for two (2) patient specimens without the instrument generated flags. The specimens were re-tested on another lh750 instrument which gave plt results that customer considered correct. No erroneous results were reported out of the lab. Based on available information, there was no effect to patient treatment.

Manufacturer narrative:
The instrument is currently within qc specifications with respect to controls and reproducibility. Qc was performed before and after the event with acceptable results. A field service engineer (fse) determined the issue was caused by noise and reseated the rwp processor board. The fse tightened the ground connections from the rbc and cbc preamp. The fse was unable to duplicate the problem. An MDR: 10619-32-2012- 01184 is being submitted in relation to this event at this customer site